Manufacturer narrative:
H3: pump analysis: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Catheter analysis: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection of the sutureless connector (sc) identified coring in the cup of the connector. H6: annex b updated to b01. Annex c updated to c07 for the catheter and c19 for the pump. Annex d updated to d01 for the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: annex a a24 updated to a050401. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot#: unknown, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal compounded baclofen 2000 mcg/ml at 850 mcg/day via an implantable pump. It was reported that over the ¿last months¿, the patient had more spasticity. It was further clarified that the patient had experienced more spasticity since this pump was implanted. Because the pump did not anatomically fit well ¿over the last month¿, they decided to replace it with a 20ml pump. It was further clarified that before this pump was implanted, the patient¿s previous pump was a 20ml pump. There was no change in patient weight. The pump was not under suspicion of having an issue. Before the surgery, it was decided to replace the entire system (including the whole catheter). During the replacement procedure, it was discovered and confirmed that there was cerebrospinal fluid (csf) in the pump pocket. The hcp did not search for a leak, break, or disconnect. When explanting the catheter, the physician unintentionally left a segment in the patient¿s body because it ¿disappeared under the skin to the flank caused to a force from the spine side¿. The segment that remained in the patient¿s body included the catheter-to-catheter connector (pump segment to spinal segment) and a bit of catheter. The issue was resolved. The patient's status was alive - no injury. The pump and explanted catheter segment(s) would be returned to the device manufacturer. No diagnostics/troubleshooting were performed. There were no environmental, external, or patient factors might have led or contributed to the event. Information regarding the patient¿s weight, medical history, and other medications was unavailable.